Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on an unknown sample type using an unknown lot number. Confirmation pcr testing (unknown platform) was performed the same day on an unknown sample type and generated negative results. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
D4, g4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as a kit¿s lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. H3 other text : single use; device discarded.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single use; device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on an unknown sample type using an unknown lot number. Confirmation pcr testing (unknown platform) was performed the same day on an unknown sample type and generated negative results. Although requested, no additional information including patient treatment and outcome was provided.